Manufacturer narrative:
Used for catheter.

Event description:
Following a pump replacement and upgrade, the pt's symptoms returned with no improvement upon dosage increase. An x-ray revealed a kink at the catheter-sleeve interface behind the pump. Revision surgery indicated no issue with the sutureless connector. Upon removal of the pump from the pocket and disconnection of the sutureless connector, a normal backflow of csf was observed. The pump was connected and csf was aspirated through the catheter access port with the pump in the pocket. The pt's symptoms were alleviated post operatively once the pump was programmed. The pt recovered without sequelae. The drug used in the pump is baclofen 2000 mcg/ml at a dose of 199 mcg/day.